Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited high out of range right ventricular (rv) pacing impedances of greater than 2,000 ohms. It was noted that the lead still exhibited good sensing and threshold measurements, and there were no episodes of noise in the arrhythmia logbook. Technical services (ts) discussed troubleshooting options. Additional information was provided that the lead will continue to be monitored as it was felt the lead was working fine. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the lead continued to exhibit out of range rv pacing impedances. Boston scientific technical services (ts) again discussed testing the lead. No adverse patient effects were reported.

Event description:
Additional information was provided that the lead was stable and working appropriately. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
Additional information was provided that another alert was detected for high rv impedances. The patient was brought in for defibrillation threshold (dft) testing. It was noted that all lead measurements were stable. No adverse patient effects were reported.